Event description:
The facility stated that a male patient in good health underwent a knee repair in 2009 with the use of 2 mitek milagro screws and an "'allograft" (mfg. Undefined: facility has notified the mfg. Of this issue) for fixation. Several days later, the patient presented with an infection. Patient hospitalized for several days for test and observation; cultures taken and test results conflicting, wound site flushed and cleansed, patient treated with antibiotics and finally sent home. Current status of patient is good. Anticipation is that he will convalesce without further issue. Facility to keep mitek apprised of any developments. See also associated MDR 1221934-2009-00123.

Manufacturer narrative:
Because of the allegation that the mitek device may have contributed to the patient infection and re-hospitalization is a report being filed to document the event.